Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device began toning. It was noted that the alert was due to high/undefined defibrillation impedance. The right ventricular (rv) lead was suspected to be fractured. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.